Event description:
It was reported that the patient experienced spontaneous deflation with an ambicor penile prosthesis (app). A revision was requested to address the experience. No additional information was reported.